Event description:
A peripheral atherectomy procedure commenced to treat a patient using a spectranetics turbo-elite laser atherectomy catheter. During the procedure, the turbo-elite became stuck on the guidewire; therefore, were removed together. A new turbo-elite and guidewire were used, and the treatment was completed. There was no reported patient harm. This report is being submitted due to removal as a system. There is potential for harm if it were to recur.

Manufacturer narrative:
B6/b7) patient information regarding relevant tests/laboratory data or medical history - not available from facility. D4) device serial number - not available from facility. H3/h6) the turbo-elite device was not returned; thus, no product investigation was performed. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.